Manufacturer narrative:
Further description included: "patient admitted to hospital after fall, 16 days after admission patient had witnessed respiratory arrest, defibrillated x 1 and CPR commenced, patient in asystole, adrenaline 1mg given, CPR suspended after 20 minutes. Cause of death on doctors certificate listed as sudden cardiac arrest, secondary to heart disease and ccf." The stent could not be returned for analysis; it remained implanted. A review of the manufacturing records indicated that this lot of products met quality requirements for product acceptance. Death is a potential adverse event associated with coronary artery stenting. Review of the available information suggests that the patient's advanced age, vessel/lesion characteristics and/or pharmacological factors may have contributed to this event.

Event description:
This male in the registry experienced multiple adverse events and eventually died post implantation of a cypher select+ stent. Medical history included known coronary disease with prior pci, hypertension and hyperlipidemia. The indication for cath was acute lateral nstmi (pain onset to hyperlipidemia. The indication for cath was acute lateral nstmi (pain onset to pci> 72h). During the index procedure, one 2.5/13mm cypher was implanted in his proximal lad. The target site was described as a type c lesion: diffuse in-stent restenosis of a non-cordis bms, moderate tortuosity of the proximal segment, moderately calcified, 90% stenosis with 13mm lesion length. The lesion was pre-dilated prior to implanting the cypher at 18atm. The end result was satisfactory and timi iii flow was maintained. No complications occurred and the patient was discharged 2 days later on asa, plavix, statins, ace inhibitors and beta-blockers. At the 1-month follow-up, the patient remained asymptomatic; asa and plavix were on-going. Approximately 8 months later, he was readmitted. The database noted, "patient presented to casualty with ankle edema, dose of furosemide increased, discharged from casualty, for follow up with local doctor in 2007 showed mild to moderate left ventricular impairment." One month later, the database noted, "patient presented to casualty with exacerbation of ccf. Treated with IV furosemide, endone and spironolactone." He was discharged 16 days later. The following moth, the database noted, "patient admitted to hospital after fall. Noted to have infected pressure area on heel. Patient underwent heel debridement for a pressure area that had not resolved with outpatient treatment. Patient had aspirin and clopidogrel withheld in 2008 pending planned skin grafting. Cardiologist not consulted. Subsequent found unresponsive on three days later."